Manufacturer narrative:
(B)(4). Medical devices: stent: 3.0x25mm xience alpine; guide wire: bmw universal. The product was not returned to abbott vascular for analysis. A review of the lot history record and similar incident query for this product was not performed since the lot number was not reported and the product was not returned. The investigation was unable to determine a conclusive cause for the reported difficulty to deploy. Additionally, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The bmw universal is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified lesion in the 1st obtuse marginal (om) coronary artery and left circumflex artery (lcx). A 2.25x8mm xience alpine stent was implanted in the 1st om; however, a portion of the stent struts were noted to be in the lcx artery and were not fully expanded. Post dilatation was performed to fully appose the stent to the vessel wall. A 3.0x25mm xience alpine stent was implanted in the lcx. A ht-bmw universal guide wire was advanced; however, resistance was met with the stent struts of the 2.25x8 mm xience alpine stent. The guide wire was pulled back to re-position and was noted to have got caught on the stent struts of the 2.25x8 mm xience alpine stent. The ht bmw universal guide wire started to unravel during removal from the patient anatomy and the unraveled portion was noted to have separated in the patient anatomy. A snare device was used to retrieve the majority of the separated portion; however, the tip was unable to be retrieved. There was no damage noted to the 2.25x8 mm xience alpine stent. A 3.25x23mm xience alpine stent was implanted in the om to embed the separated tip and treat the target lesion to complete the procedure successfully. No additional information was provided.